Event description:
It was reported that the battery was not charged and now the charger would not connect. It was noted that the patient knew there was an emergency jump start to charge but did not know how to do it. It was noted that the battery died. It was noted that the patient had both 2 lives before the battery was destroyed. It was noted that the patient was in severe pain. It was reported the patient¿s implant failed. It was noted the patient was still waiting for a new implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient managed the illness for 20 years and now ¿wasted and open neck.¿ the reporter stated that it was not the manufacturer¿s fault but ¿back then¿ the method was fitted and attached to the spinal cord as a surgical implant and now they free float. The surgeon was reluctant to remove and replace the electrodes. There was scar tissue build up. The reporter had the idea to may mount new ones on the top. The patient had a laminectomy so there was no way of holding it in place. The patient wanted to know a broken lead could be rejoined because his was a surgical implant and the doctor was reluctant to replace a stimulation lead on spinal cord c3-c5. The patient had previous problems with the battery and found the answer and it worked at the time of report. The patient had a broken wire on the surgical implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient was having a "complete refit of stim". The patient had a "problem" at the base of the spine and lumbar region, leg numbness and "groin with pain". It was noted that the patient got a herniated disc in the l5/s1 l3/l5 area. If additional information is received, a supplemental report will be made available.

Manufacturer narrative:
(B)(4).